Manufacturer narrative:
No code available: no reflow. The reported oad was received for analysis with the guide wire engaged in the device. Adhered biological material was observed on the driveshaft, crown, and proximal spring tip coils. It is possible that the accumulated biological material contributed to the device becoming stuck, however this could not be confirmed. The source of the biological material was unknown. The guide wire was removed from the oad and was able to pass back through the device with some resistance noted. The oad was tested with the returned guide wire and functioned as intended with no abnormalities observed. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), patient complications occurred. The target lesion was located in the circumflex and was treated using three passes on low speed and two passes on high speed. Following the final pass, the device stopped functioning and became stuck. The device and guide wire were removed from the patient. The lesion was unable to be rewired as the circumflex shut down and coronary bypass surgery was performed. The patient was stable following the procedure.